Event description:
The drape placement indicators were upside down. The drape was placed upside down. A new drape was used without complication or harm to the patient. The company will be notified of multiple mislabeled implant tray drapes.